Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was symptomatic and there was no change in the programming as the telemetry was reacting to normal function visible on electronic monitor. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient has symptoms as a result of pause post atrial atp (anti-tachycardia pacing) therapy. It was noted that the patient was in and out of atrial episodes numerous times and that the post atrial atp operation results in pauses that made the patient not feel good. Programming options were presented but it is unknown at this time if there were any programming changes as multiple attempts for additional information were unsuccessful. The device remains in use. No patient complications have been reported as a result of this event.